Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) following an ablation procedure. The explanted ipg device was disposed by the facility. No further information could be obtained despite good faith efforts.